Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3886, lot# j0211674v, implanted: (B)(6) 2002, product type: lead. (B)(4) pertains to the ipg ((B)(4)). (B)(4) pertains to the ipg ((B)(4)). (B)(4) pertains to the lead (j0211674v). (B)(4) pertains to the ipg ((B)(4)) and the lead (j0211674v). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported that she got ¿kicked in the rear¿ and since then she lost therapeutic effect. The patient reported that she began to experience symptoms of retention again. The patient reported that the kick ended up moving the electrodes causing a loss of therapy. The patient also reported that she had the device removed 12 years ago, and it hadn¿t worked several years before then.